Manufacturer narrative:
Qn#(B)(4). Sample not expected.

Event description:
It was reported via a hotline call. The perfusionist is calling about an issue they had yesterday ((B)(6) 2016) with the pump. The perfusionist said that the pump immediately and persistently alarmed for helium loss 3 upon start-up. The perfusionist changed the pump out for another one, and that resolved the issue. The perfusionist was calling the (css) clinical support specialist because he thinks that this is the second time that this particular pump has had this issue with the same resolution as this time, changing to a different pump. The perfusionist feels that this needs to be addressed from a service standpoint. The css first verified that the other pump performed as it should, and there have been no further issues. The perfusionist stated that it is providing good support for the patient. The perfusionist also explained to the css that there was only minimal delay in therapy of about 10 minutes as he retrieved a different pump with no complications to the patient. The css recommended that the perfusionist have biomed check out the pump, and the perfusionist said that he has already tagged this pump, and taken it out of service. The perfusionist has no further needs. The css received no further calls. No product for return.

Manufacturer narrative:
(B)(4). No iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. Per the call report the perfusionist called to troubleshoot the pump immediately and persistently alarming for helium loss 3 upon start-up. This is the second time that this particular pump has had this issue with the same resolution as this time, changing to a different pump (see (B)(4) / 1219856-2016-00145). The perfusionist stated that this was an issue and the pump needed to be serviced. The pump was switched out, tagged to go to the biomed and has been taken it out of service. This is a demand customer and they do their own repair. The customer was given a quote for labor and travel. There has been no customer agreement related to this reported complaint. A device history record (DHR) review was conducted for the iap lot/serial numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. See other remarks section. Other remarks: conclusion: the reported complaint of "the pump immediately and persistently alarmed for helium loss 3 upon start-up" is not confirmed. The pump was sent to the biomed department. The customer has not decided to fix the pump at this time. They are a demand customer and do their own repair. No iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of the reported complaint is undetermined.

Event description:
It was reported via a hotline call. The perfusionist is calling about an issue they had yesterday ((B)(6) 2016) with the pump. The perfusionist said that the pump immediately and persistently alarmed for helium loss 3 upon start-up. The perfusionist changed the pump out for another one, and that resolved the issue. The perfusionist was calling the (css) clinical support specialist because he thinks that this is the second time that this particular pump has had this issue with the same resolution as this time, changing to a different pump. The perfusionist feels that this needs to be addressed from a service standpoint. The css first verified that the other pump performed as it should, and there have been no further issues. The perfusionist stated that it is providing good support for the patient. The perfusionist also explained to the css that there was only minimal delay in therapy of about 10 minutes as he retrieved a different pump with no complications to the patient. The css recommended that the perfusionist have biomed check out the pump, and the perfusionist said that he has already tagged this pump, and taken it out of service. The perfusionist has no further needs. The css received no further calls. No product for return.